Manufacturer narrative:
The field service engineer could not find a problem and could not duplicate the issue. The customer replaced the ise electrodes and bulk ise reagents. The field service engineer performed multiple ise checks and precision testing with good results. The customer performed calibrations with successful results. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. Following the service visit, the customer had no further issues. The investigation did not identify a product problem.  The cause of the event could not be determined.  Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient results. The questionable results were reported outside of the laboratory. The doctor asked for repeat testing since the results did not match the patient history. The electrode lot numbers and expiration dates were requested but were not provided.